Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 210 dialyzer. Incident occurred at the start of the pt's treatment and was noted on leak alarm. Blood leak was verified with positive hemastix. Blood was not returned to the pt, with an estimated blood loss of 250cc. Treatment was resumed with new disposables. Hcp reported that at the end of treatment, the pt became hypoglycemic, with a blood surgar of 26mg/dl. Hcp stated that the pt "almost had a seizure", with foaming at the mouth and was unresponsive. The pt was sent to the emergency room via paramedics. The pt was evaluated and treated for hypoglycemia in the emergency room. Hcp stated that the pt left the emergency room in stable condition.